Manufacturer narrative:
An event of calcification, stenosis, and high gradient was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 23 mm trifecta valve implanted on (B)(6) 2015 was found to have a gradient of 49 mmhg suggesting that the valve had calcification and had became stenotic. A valve in valve intervention was carried out and a 26mm medtronic valve was successfully implanted. The patient is currently stable.